Event description:
It was observed that during the device evaluation, the subject device image guide tube exhibited foreign objects. The tip cover was burned, and burn marks were observed on the tip of the main body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the the likely cause could be that the ,the user used a high energy endo therapy accessory, such as laser and high frequency, without keeping enough distance from the distal end of the subject device. However, definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.